Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint, the unit had a large leak that prevented the use of manual and mechanical ventilation. The canister drain cap o-ring was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint, the unit had a large leak that prevented the use of manual and mechanical ventilation. The canister drain cap o-ring was replaced, and the unit was returned to service.

Event description:
The hospital reported that the bellows did not operate as expected during pre-use checkout. There was no report of patient involvement.